Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 340 mg/dl at the time of incident and the current blood glucose level was 290 mg/dl. Customer state that there was not air bubble and leak in the reservoir. The customer experienced symptoms such as heavy head ache, nausea and vomiting, chest pains. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.